Event description:
Inbound. Patient states that cassette #2 from most recent shipment of pre filled cassettes produced no disposable alarms on both pumps despite troubleshooting. When patient switched to another cassette, alarms no longer took place. No further details provided.